Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an implantable cardioverter defibrillator (ICD) implanted. The patient left the hospital in a good condition. Two days later the patient was taken to the hospital due to acute tamponade and died. The doctor confirmed the cause of death of the patient as shock death by cardiac tamponade.